Event description:
On (B)(6) 2014, (B)(6), a customer in the united states reported a potential false susceptible fluconazole (flu) result for candida albicans using a vitek 2 ast-ys02 test kit. Testing at (B)(6) and an affiliate laboratory confirmed susceptible result for fluconazole; though the affiliate tested via trek (micro-titer method) and reported a higher susceptible dosage by two doubling dilutions. During additional testing ordered by the physician and performed by reference lab, the ID/ast tests were again repeated and indicated the c. Albicans was resistant to fluconazole. (B)(6) laboratory investigation related to this discrepancy is being conducted. The patient isolate has been submitted to biomerieux for investigation. Specimen source was pelvic fluid from a patient admitted (B)(6) 2014 for pancreatitis. The patient also had vre (genus unknown) in a blood culture drawn on admission date ((B)(6) 2014). Patient treatment included the following antibiotics: micofungin, fluconazole, pipericillin, tazobactum, meropenem, linezolid, and daptomycin. On (B)(6) 2014, biomerieux was notified the patient had expired. Patient autopsy states the patient died as a result of: pancreatic cancer and colonitis due to sepsis (septic shock). Colonitis there is no evidence the vitek 2 or vitek 2 ast-ys02 test kit caused or contributed to the patient's death, the vitek 2 result also cannot be eliminated as a potential contributing factor in the patient death; therefore, we are reporting the event while biomerieux investigation occurs. At this time, there is no identified correlation between the patient's death and the vitek 2 products.